Manufacturer narrative:
After further review, this event has been determined to be non-reportable to the FDA, as the issue involved a non-getinge blood pressure transducer and is suspected to be due to human error. Consequently, no follow-up emdr is required. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use, the cs300 intra-aortic balloon pump (iabp) was unable to show zero pressure. There was no harm reported.